Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Correction: the condition occurred during priming, there was no patient involvement. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed on the reported lot with no deviations found.

Event description:
The customer reported to corporate product surveillance that on (B)(6) 2010, a nurse reported that she had 5 no flow events on 5 different sets of the clearlink continu-flo solution set. All from the same lot number. The events were all similar. The nurse attempted to access the top y-site with an unknown secondary medication set and the solution would not flow from the primary line into the secondary line to prime it. The nurse then attempted to disconnect the secondary set and reconnect to achieve flow and this was unsuccessful. The nurse also attempted to open the y-sites with a saline syringe and flow still could not be achieved. There was no patient impact since this occurred during priming. No additional information is available. This is report 4 of 5 of the same reported problem from this facility.